Event description:
It was observed that during the device inspection, the uretero-reno videoscope exhibited endo therapy accessories cannot be inserted into the biopsy channel, residual fluid or foreign material comes out of the biopsy channel, and the curved rubber is missing at the glued section. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. The endo therapy accessories cannot be inserted into the biopsy channel, is presumed that physical stress was applied to the insertion section, damaging the biopsy channel and causing the incident. For the residual fluid or foreign material comes out of the biopsy channel, and the curbed rubber is missing at the glued section, a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.